Manufacturer narrative:
This follow-up report consists of additional information provide by the user facility. Any unk entry throughout this form indicates that this information is unknown because it was not recorded at the user facility.

Event description:
The patient experienced spotting, then bleeding and spontaneously aborted the fetus which had a possible ventral wall defect. The patient spiked a fever and required a d&c.